Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. The patient reported in the summer of 2016 he had a staph infection at the "battery compartment" site (implant site) so the health care professional (hcp) removed the device. The patient stated the staph infection cleared up and they waited 3 months and then reimplanted a new battery and new wires.